Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that at the time of implant, impedance readings showed greater than 4,000 ohms. Gentle pressure was applied to the lead after hearing a "click" with the set screw. The lead was able to move in and out of the implantable neurostimulator (ins) channel with no resistance. There was a failure to secure the lead after tightening the set screw. The ins was removed and a new ins was implanted. There was no patient injury. The patient recovered without sequela.